Manufacturer narrative:
Additional information received on (B)(6) 2016 indicated that the customer had not received any additional occlusion alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 270 mg/dl. Food was consumed and the customer exercised to address the bg level. A system check was performed and the pump was found to be performing as expected. The customer removed the cannula and no damage was noted. The customer was to change the infusion set site and the cartridge was to be changed in a couple of days.